Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 samples were taken from the current production p/n 544240 hemolok l clips lot # 73d1900098, the samples were functionally inspected, and during the inspection issue reported, clips not closing, was not observed in the current manufacturing process. The device history review for the product hemolok l clips 6/cart 84/box lot # 73d1800401 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed, and the root cause cannot be determined. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was used for ligating the bleeding branch vessel of the gallbladder during a laparoscopic cholecystectomy on the patient. The clip could not close as it was found misaligned. Changing to another cartridge of clips, it worked and the operation was completed successfully. Although this issue did not cause harm to the patient, it took time to change the clip and increased the surgery risk.